Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4)), lot 20859g, reader sn (B)(4)). Repeat cue covid-19 test performed on (B)(6) 2022 provided a positive result. The same day, customer tested positive with an unspecified covid-19 rapid antigen test. Prior to the false negative event, the customer tested positive with the cue covid-19 test on (B)(6) 2022 and was symptomatic.